Event description:
While inserting ureteral stent into ureter, it was noted that the tip had broken off. A flexible grasper was obtained from cysto and the stent tip was removed very easily from the bladder without any injury to the pt.